Event description:
It was reported that the patient underwent a tactra revision surgery due to unspecified reasons. The tactra device was removed and replaced with an inflatable penile prosthesis. There were no patient complications.

Event description:
It was reported that the patient underwent a tactra revision surgery due to unspecified reasons. The tactra device was removed and replaced with an inflatable penile prosthesis. There were no patient complications.